Event description:
It was reported that the doctor implanted a total of four anchors, three of which had to be removed due to over tightening which resulted in the suture ripping from the cup.

Manufacturer narrative:
A quantity of three units were implicated in this event. Please refer to medwatch report# 2936485-2012-00398 for the report of unit number one. A separate report will be issued for unit number three. Add'l info will be provided once the investigation has been completed.